Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred during an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cysto/bladder irrigation set leaked. This occurred during set up. It was stated that the tubing would slip off the water line adapter causing leak on the floor. There was no patient involvement. No additional information is available.